Manufacturer narrative:
Company rep evaluated the system and could not duplicate the problem. Unit has been sent to the company's repair center for further eval.

Event description:
Customer reported an intermittent issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.